Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the reported fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0606560ce chronic catheters allegedly experienced fluid leaks. This information was received from a various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the three reported patients, one patient's age, weight, and gender were not provided. The other two patients were both reported to be male, one aged (B)(6) years-old, weighing (B)(6) kg, the other aged (B)(6) years-old, weighing (B)(6) kg.